Event description:
It was reported that the customer's device would not detect the connection of the therapy cable assembly. Without the connection of the therapy cable assembly, the device would not have the ability to deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed therapy cable assembly in the failure analysis center. The cause of the reported failure was determined to be that pin #1 was broken off.